Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2020-22954.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received the paddle complete but cut into two pieces. It passed continuity testing on all channels. No root cause was identified for the reported event.

Manufacturer narrative:
The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2020-22954. It was reported the high impedance was found on both of the patient's lead contacts. As a result, both of the patient's leads were explanted and replaced to address their issue.